Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the battery cap was able to fully tighten to the pump. A power loss was not duplicated with the battery cap. There were battery compartment cracks observed below grip pad. The pump's black box showed one pump reboot event following a empty cartridge warning observed in the black box on (B)(6) 2015. The pump was exercised for 24 hours with no reboot, loss of power, or call service alarms. An intermittent power event was not duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.